Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. During troubleshooting the display did not return and the insulin pump had a replace battery now alarm. The caller stated the contacts on the battery cap are damaged. The customer was advise a replacement battery cap will be sent out. The product was returned for analysis.